Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing therapy, resulting in induction of ventricular fibrillation and an inappropriate shock. Upon interrogation, the right ventricular lead exhibited noise. There was also chronic noise on the right atrial lead. The right ventricular pacing lead impedance was also decreasing and so lead damage was suspected. Both leads were explanted on (B)(6) 2017. The patient did not have any symptoms after the procedure.